Event description:
It was reported the patient presented for an atrial lead extraction due to oversensing noise. During the procedure, the patient sustained a superior vena cava tear and cardiac tamponade. The patient was put on a extracorporeal membrane oxygenation machine. No further updates were received about the patient's condition.